Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A technical support specialist (tss) noted that the user had reported the station in disconnected mode. The tss dropped an email to the user but received no response, so they took a quick look at the station and found that it was no longer in disconnected mode. The tss then emailed the user again and resolved the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.